Manufacturer narrative:
Although the integrity test concluded there was a device failure, the device analysis was "inconclusive". The device analysis report is attached. This report is submitted on december 21, 2020.

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on october 19, 2020.

Manufacturer narrative:
This report is submitted on september 3, 2020.

Event description:
Per the surgeon, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.